Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported event. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems (B)(4), it was found that there was yellow dirt or stain inside the light guide lens of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (dirt or stain invasion) could not be conclusively determined. However, based upon the information from omsi and similar past cases, there was the possibility that this phenomenon was attributed to the dirt or stain invasion into the device from the gap on the adhesive around the light guide lens. The exact cause of the gap of adhesive could not be conclusively determined, there was the possibility that it was attributed to the physical stress and/or the chemical stress caused by the user's handling. If additional information is received, this report will be supplemented.